Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's mother keep receiving notifications that the customer was not connected to minimed mobile app. The customer reported no adverse event. The event involved product mmt-6111. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non physical device mmt-6111.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as testing or reproduction would not yield results that would confirm or deny the issue. Instead, this issue would be investigated through database application logs. The reported event is confirmed. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. After a thorough investigation we provided below feedback we see that the patient account is not uploading data due to supervisortimeout error in logs. Can we please ask the patient to do the following steps: disable crossdevice service in the phone 1. On your android device, open settings. 2. Tap google, google devices sharing (or all services on xiaomi devices), crossdevice services. 2.1. Or search crossdevice' from settings. 3. Make sure use crossdevice services is off or disabled. 4. Follow the instructions in minimed mobile app to establish pairing between pump and phone. Note: once pairing is completed, crossdevice services can be reenabled. However, if the connection is lost again, you will need to disable the crossdevice function to repair. The most likely root cause is because the patient data was not uploaded resulting in carepartner not seeing the data. We haven't received a response confirming whether the recommended steps resolved the issue. As a result, we'll be closing the ticket. If the issue persists, please let us know, and we'll be happy to reopen it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.